Event description:
Per the edwards field clinical specialist report, during a transfemoral tavr procedure the 23mm sapien valve position post deployment was 90:10 aortic with subsequent moderate-severe aortic regurgitation (ar) and aortic insufficiency (ai). Pre-deployment the valve position had been 60:40 aortic, but the balloon moved aortic during deployment. The patient¿s left ventricle outflow tract (lvot) was small in diameter and there was a large chunk of calcium that extended down into the lvot, which forced the balloon to move aortic upon inflation. A 2nd 23mm sapien valve was prepped and placed lower in annulus. Post deployment the 2nd valve position was 50:50 with no ai and mild ar. The patient was stable after procedure and it was planned to be discharged in normal time. Per report the patient¿s aortic annulus diameter measured 17.4 x 25.4 mm by CT with severe leaflet calcification. The patient had a lv ejection fraction of 60%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported sapien valve too aortic position post deployment cannot be confirmed; however, after review of the available information it appears that a combination of patient and procedural factors may have caused or contributed to the event. Per report the sapien valve pre-deployment position was slightly aortic (60:40) and upon inflation the delivery system balloon moved aortic due to patient factors (i.e. Small lvot diameter, large chunk of calcium in lvot). The device is not available for evaluation, as it remains implanted in the patient. The event was not considered to be related to a dysfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.